Manufacturer narrative:
Initial.

Event description:
It was reported that a user's dexcom g7 continuous glucose monitor (cgm) was not displaying blood glucose data on the ilet system due to pairing failure, with the cgm app indicating "start sensor" and the dexcom device not shown in bluetooth until re-pairing steps were performed. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included remote troubleshooting, review of cgm connection status, verification of bluetooth pairing, and user education on toggling dexcom model selection and re-entering the pairing code. Investigation of this case revealed a cgm-to-ilet communication and pairing issue that resolved after standard troubleshooting indicating an intermittent configuration or connectivity problem with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error consistent with use-related or external communication factors.